Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt) has buzzing and pain in his face and hands and burning in the back of his skull. It was reported they had discomfort, soreness/pinching. Issue is ongoing. The reason for call was pt reported they were experiencing more pain than relief from their device and patient services (pss) attempted to collect event date from pt but pt was unclear. Pt stated they were implanted 3 months ago and the nerve pain was driving them nuts. Pt stated no matter if they increased their stimulation they got a shocking feeling and aching of their hands going down to their arms and their face. Pt noted if they decreased stimulation then it didn't seem to do anything. Pt turned their stimulation off to see if it was their chronic pain or the stimulation that was causing their pain. Pt stated their device was not giving them pain relief. Pt notified a manufacturer representative (rep) of the issues. Pt stated they had the intellis implanted on their back and sleeping on their back was very uncomfortable causing them more pain in their lower back. Pt stated they got tingling and burning sensations going up to their neck to their skull. Pt noted that their spouse stated the healthcare provider (hcp) probably told the pt to be patient and the device wouldn't be able to help with surgical pain. Pt noted they waited almost 2 months after the big incision on the back of their neck. The last 3 months pt was adjusting their stimulation to see if it could give them relief. Pt noted in groups a, b, and c there were electrical charges that they felt mostly on their right elbows and arms. Pt stated when they were dis tracted with activities like gardening they had cold back sensitivity and their back tensed up which worsened chronic nerve pain. Pt was battling getting enough sleep. Pt noted it would be nice if someone showed them when to use their different groups and adaptive stim and ps attempted to review adaptive stim with pt; pt noted they would discuss with their hcp on (B)(6) and pt noted they were considering removing their implant. Pt also noted they would talk to someone on thursday who may be a nurse and the person guided them to patient services. Pt noted when the rep first met with them when pt was told to stay with group a and pt was still suffering with pain. Pt noted they had a complex nervous system and their surgery was difficult one and it was high up in the neck most of it was midback. Pt noted they had difficulty contacting their representatives and wasn't confident that they were being helped by their representatives. Pt also noted they had scar tissue from previous fusions and laminectomies; the hcp had to bury his their up and caused a lot of surgical pain. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that the cause of experiencing more pain relief is that the trauma to the nerves by both incision sights "(neck, for paddles and low back for generator)." The steps that were taken to resolve the pain relief was that they were prescribed pain medication for post surgical pain-pain still is high at both incision points. Patient is still seeing pain doctor to cope with the nerve damage pain.